Event description:
It has been reported to co that the preparation of the device went fine. The balloon was inflated and aspiration was done and the balloon burst. Device was removed and case completed.